Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, after advancing the device through the scope and into the patient, a stone was captured, and then lithotripsy was attempted; however, the basket failed to crush the stone. Attempts were then made to disengage the basket's distal tip, but the tip failed to separate from the basket assembly. Reportedly, surgical intervention was required as a result of this event, however, no further information has been made available as to the exact circumstances of the "surgery", which was noted as being the patient's condition. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information: it was reported that a 7-9mm stone became trapped in the trapezoid rx lithotripter compatible basket most likely because the stone was stuck in the wall of the bile duct . The physician made several attempts to release the stone, however, the handle of the basket broke and the basket could not be removed from the patient; therefore the patient was sent to surgery. Furthermore, it was reported that the stone could not be removed when the patient was in the operating room. Additional information: additional information received on (B)(6) 2013 reported that the physician attempted to use the sohendra device during the procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, after advancing the device through the scope and into the patient, a stone was captured, and then lithotripsy was attempted; however, the basket failed to crush the stone. Attempts were then made to disengage the basket's distal tip, but the tip failed to separate from the basket assembly. Reportedly, surgical intervention was required as a result of this event, however, no further information has been made available as to the exact circumstances of the "surgery," which was noted as being the patient's condition. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, after advancing the device through the scope and into the patient, a stone was captured, and then lithotripsy was attempted; however, the basket failed to crush the stone. Attempts were then made to disengage the basket¿s distal tip, but the tip failed to separate from the basket assembly. Reportedly, surgical intervention was required as a result of this event, however, no further information has been made available as to the exact circumstances of the ¿surgery,¿ which was noted as being the patient¿s condition. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information: it was reported that a 7-9mm stone became trapped in the trapezoid rx lithotripter compatible basket most likely because the stone was stuck in the wall of the bile duct . The physician made several attempts to release the stone, however, the handle of the basket broke and the basket could not be removed from the patient; therefore the patient was sent to surgery. Furthermore, it was reported that the stone could not be removed when the patient was in the or. Additional information: additional information received on march 07, 2013 reported that the physician attempted to use the sohendra device during the procedure. Additional information: additional information received on june 12, 2013: the patient died on june 9, 2013 at another hospital. No further information is available regarding the sequence of events leading to the patient's death.

Manufacturer narrative:
Patient age/date of birth is unknown. However, the patient was over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4) tip won't detach. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, after advancing the device through the scope and into the patient, a stone was captured, and then lithotripsy was attempted; however, the basket failed to crush the stone. Attempts were then made to disengage the basket's distal tip, but the tip failed to separate from the basket assembly. Reportedly, surgical intervention was required as a result of this event, however, no further information has been made available as to the exact circumstances of the 'surgery,' which was noted as being the patient's condition. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. It was reported that a 7-9mm stone became trapped in the trapezoid rx lithotripter compatible basket most likely because the stone was stuck in the wall of the bile duct . The physician made several attempts to release the stone, however, the handle of the basket broke and the basket could not be removed from the patient; therefore the patient was sent to surgery. Furthermore, it was reported that the stone could not be removed when the patient was in the or.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, after advancing the device through the scope and into the patient, a stone was captured, and then lithotripsy was attempted; however, the basket failed to crush the stone. Attempts were then made to disengage the basket's distal tip, but the tip failed to separate from the basket assembly. Reportedly, surgical intervention was required as a result of this event, however, no further information has been made available as to the exact circumstances of the "surgery," which was noted as being the patient's condition. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information: it was reported that a 7-9mm stone became trapped in the trapezoid rx lithotripter compatible basket most likely because the stone was stuck in the wall of the bile duct . The physician made several attempts to release the stone, however, the handle of the basket broke and the basket could not be removed from the patient; therefore the patient was sent to surgery. Furthermore, it was reported that the stone could not be removed when the patient was in the or. Additional information: additional information received on (B)(4) 2013 reported that the physician attempted to use the sohendra device during the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, it was reported that the device was not used past the expiration date. The device was not returned for evaluation, it remains unknown if the defect occured due to supplier manufacturing, product assembly, packaging, customer handling/prep of the device or procedural factors. Therefore the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.